Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. When trying to use the needle-suture, the suture was broken shortly. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/24/2020. A manufacturing record evaluation was performed for the finished device batch pcj575, m650g39 and no non-conformances were identified. Additional h3 device evaluation summary: an opened overwrap packet, a detached needle and a dispensed suture of product code m650, lot # pcj575 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the samples condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.